Event description:
A malfunction on the pump was reported. The customer¿s blood glucose level did not exceed 500 mg/dl, and there was no adverse impact. Technical support assisted the customer by providing information to reset the pump. After the reset, the malfunction did not recur, allowing the customer to continue using the pump.